Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "primacor was installed at 2 pm with a total volume of 72ml (42ml of nacl and 32ml of primacor), 3ml/h. At around 2:30 pm, the patient presented hypotension. Infusion should be in 24 hours, but was in 30 minutes. Pump was removed and it is in clinical engineering for evaluation. Serial no. (B)(4), calibrated on (B)(6) 2021, next calibration: (B)(6) 2022."